Event description:
Caller reported damage to the tandem charging cable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the damaged charging supplies, and if the pump battery depleted before the new supplies arrived, the customer would use an alternate method to manage insulin.